Event description:
Ous MDR - a moderately calcified peripheral arterial occlusion with a stenosis degree of 80%, a vascular diameter of 6 mm, and a length of 100 mm was treated. During dilatation of the passeo-35, a balloon rupture occurred at a pressure of 14 bar, which led to a rupture of the vessel. The vessel rupture was successfully treated with a covered stent. The pt was discharged from the hospital without further consequences.

Manufacturer narrative:
Ous MDR.